Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the delivery catheter of the contralateral leg component was advanced outside of the sheath as the patient's common iliac artery was extremely tortuous. It was reported the physician decided withdraw the undeployed device due to the patient's tortuous anatomy. While the delivery catheter was being withdrawn into the sheath, the leading olive and upper portion of the catheter were reportedly separated from the rest of the catheter and remained in the patient. The cause of the leading olive and upper portion of the catheter separating is reportedly unknown. The contralateral leg component was deployed in an unintended location distal to the contralateral gate. On the same day, two gore® excluder® aaa endoprostheses were used to bridge the contralateral leg component to the contra gate. The leading olive and the upper portion of the catheter were left in the patient as endo trash. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
Refer to the evaluation summary below for the results of the engineering evaluation. Evaluation summary - the device was returned to gore for evaluation. During the investigation, the device evaluation showed the following. The device was returned with the leading end of the delivery catheter broken at the trailing olive. The broken leading end was not returned. The deployment knob was had been removed from the delivery catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information.